Manufacturer narrative:
Per the manufacturer's technical support specialist, the date change caused the power manager to derate the battery from a fully charged system (82 minutes and 15/16 to 0 minutes and 0/16). This issue is also causing the "2 year battery service life" replacement message on the ccm. This complaint is related to (B)(4) / medwatch #1828100-2019-00063.

Event description:
It was reported that the date on the central control monitor (ccm) automatically changed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. Diligence for part return was unsuccessful so no further evaluation could be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the event occurred during set-up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.